Event description:
To date no additional patient or event details has been received.

Manufacturer narrative:
Corrected device manufacture date from 09/30/2014 to 08/23/2016. A review of the last three product monitoring review's (pmr)for trends indicated no trends for this issue on this product. Historical complaint data from february 01, 2017 to february 28, 2019 was reviewed as it relates to reports for product number mm53120805. A total of two (2) complaints, including this one, were reported. This issue will be monitored through the post market product monitoring review process. No further action is required for investigation of this complaint. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. Reporting site: 1049092. Manufacturing site: 9611710.

Manufacturer narrative:
(B)(6). Based on the available information, this event is deemed to be a reportable malfunction and a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
It was reported that the nurse and physician attempted to insert the foley catheter into a pediatric male patient; however, when the filling the balloon with 2.5cc saline from the port, the ¿catheter swell from two different locations (from the medium part and the tip).¿ additionally, the clinicians noted saline was leaking from the external part of the swollen catheter. The location of the leak was reported to be from the shaft, near 5-6cm of the tip of the catheter. The clinicians attempted to withdraw the saline and deflate the balloon. The catheter was removed with a ¿minimal invasive operation¿ in which the ¿surgeon used a needle on the patient¿s genital organ to deflate the balloon.¿ it was reported that 10ml blood came from the tip of the genital organ, which occurred over a two to three-hour time span. The patient was treated adrenaline and transaminate and a pressure dressing (brand unknown) was applied. The patient¿s outcome was reported as still hospitalized, but this is due to the patient¿s other unspecified medical condition and not the issue with the catheter. Additional information was received noting the catheter was not tested prior to use. No photos or further patient information was provided.